Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the down arrow key was hard to press. Customer also mentioned that there seems to be ridges between the act button and the down key. Customer's blood glucose reading was noted to be 378 mg/dl in the morning. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.